Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an issue with white system controller lead connection. A plan was made to change the controller. There were no unusual events recorded in the log file event history. The white lead showed normal relative state of charge (rsoc) voltages. The device was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an issue with the white system controller lead connection was unable to be confirmed. Review of the submitted log files captured the pump functioning as intended at the fixed speed. No unusual events or alarms were noted. The system controller was not returned for analysis, and no additional photos or documentation was submitted for review. Provided information revealed that the system controller was exchanged, and the exchanged controller will not be returned for evaluation. A root cause of the reported event was not able to be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. The heartmate 3 patient handbook (section 3 ¿powering the system¿) instructs users on how to properly connect the system controller to multiple different power sources, including battery clips and the mpu¿s patient cable. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the controller was exchanged on (B)(6) 2026.